Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 6 months. The pump remains in use supporting the patient. No further issues related to gi bleeding have been reported. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted multiple times for gastrointestinal (gi) bleeding. On (B)(6) 2017, the patient was admitted with a hematocrit of 26.2 percent and an inr of 2.2. An esophagogastroduodenoscopy (egd) revealed a gastric polyp, which was removed. No blood products were given and the patient was discharged home on (B)(6) 2017 with a hematocrit of 23.1 percent. On (B)(6) 2017, the patient was readmitted for gi bleeding. It was reported that no egd was performed nor were blood products given. The gi bleeding resolved and the patient was discharged on (B)(6) 2017. On (B)(6) 2017, the patient was readmitted with a hematocrit of 22.5 percent. During this admission, the patient¿s anticoagulation was stopped. A pill cam revealed no active bleeding. The patient was transfused with 6 units of packed red blood cells. The gi bleeding resolved on (B)(6) 2017.